Event description:
In late 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch basic meter started to have a power issue at 8 am (day before she contacted lfs). She claimed that 18 hrs after the power issue began (3 am) on original date, she became shaky and administered self-treatment with more food/drink. It is unk if she attempted to test on her meter at the time of this incident. No other forms of treatment or blood glucose tests were reported. The medical affairs specialist was unable to contact the pt for add'l info. It would have been helpful to know how often the pt tests her blood glucose tests, if she has a backup meter, if she takes any diabetes medications and if she was suffering from any other health conditions during the time of the incident. It would also be helpful to know about her activity levels, food intake and if any medications were taken prior to the incident. The customer care advocate (cca) walked the pt through troubleshooting and noted that a new battery resolved the power issue. Replacement products were still sent to the pt. Based on the provided info, this complaint is being reported because the pt reportedly developed symptoms suggestive of hypoglycemia 18 hrs after her meter no longer powered on.

Manufacturer narrative:
Lifescan has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.